Event description:
The patient's father reported that the patient is having an increase in seizures daily at bed time and prior to awakening he will have up to 20 seizures. The patient has had many ER trips and hospital admits due to increased seizure activity. The patient's father feels the device is not working. The patient was referred for prophylactic generator replacement. Although surgery is likely, it has not occurred to date. Good faith attempts for further information from the physician were unsuccessful.

Event description:
On (B)(6) 2016 clinic notes were received. The patient was referred for prophylactic generator replacement. The patient underwent generator replacement on (B)(6) 2016. The explanted generator could not be returned for product analysis as it was discarded by the hospital.

Event description:
On (B)(6) 2015 the physician reported that the patient's most recent settings are output=2ma/frequency=30hz/pulse width=500usec/on time=30sec/off time=1.8min/magnet on time=60sec/magnet pulse width=500usec. The physician stated that the increase in seizures is not related to vns. The patient was admitted this week for epilepsy surgery due to the increase in seizures. No causal or contributory programming changes, medication changes, or other external factors precede the onset of the increase in seizures. The physician was unsure of the relationship of the increase in seizure frequency to pre-vns baseline levels as the patient came to their office with a vns already implanted. The patient has multiple seizure types that all increased.